Manufacturer narrative:
Correction - section e (initial reporter) updated to unknown. Zoll received a medwatch report alleging onestep CPR complete electrodes could not be removed due to adhesive stickiness. The product was not returned and no contact information was available, preventing further investigation. Due to limited event details, the complaint is closed as no product returned.

Event description:
Complainant alleged that while attempting to treat a 59-year-old male patient, the device experienced adhesive problems. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Justification for no UDI, this device has a UDI; some information was not provided and is unknown; therefore, a complete UDI cannot be provided. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.